Event description:
A purchasing agent reported that a surgeon exchanged an intraocular lens (iol) for a higher power because the pt was having more distance blur than she wanted. In a follow up, the surgeon reported that the iol did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional information was requested 10/05/210, 10/12/2010, 10/18/2010, 10/19/2010 and 10/20/2010 by phone, fax and mail. A completed questionnaire was received 10/22/2010. (B)(4).